Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer made attempt to contact customer to ensure the customer was no longer experiencing symptoms and to ensure the customer¿s initial concern was resolved- unable to establish contact with customer.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 201, 245, 239, 256 and 273 mg/dl. Customer was comparing her meter to another device; comparison results not provided. The customer¿s expected am fasting blood glucose test result is 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of 203 mg/dl using true metrix meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 08/30/2025 and open vial date is (B)(6) 2024. The meter memory was reviewed for previous test result history (time not set): result 1: 201 mg/dl date: (B)(6) time: 03:44 pm fasting (2 hour after meal) result 2: 245 mg/dl date: (B)(6) time: 03:23 pm fasting (2 hour after meal) result 3: 239 mg/dl date: (B)(6) time: 03:22 pm fasting (2 hour after meal) result 4: 256 mg/dl date: (B)(6) time: 03:21 pm fasting (2 hour after meal) result 5: 273 mg/dl date: (B)(6) time: 10:02 am fasting.